Event description:
It was reported that the patient with this pacemaker fell and experienced a syncopal episode. Boston scientific technical services (ts) referred the patient to the following physician. No adverse patient effects were reported. At this time, this device remains in service.